Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl. Troubleshooting did not occur. The insulin pump will not be returned for analysis.

Event description:
It was reported that the 44 reading was for isig numbers and not blood glucose reading. The customer's blood glucose was 80mg/dl.